Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from united states indicating the device "will not secure attachment." It is known that the device was used in surgery and that no patient injury was reported. It is not known if medical intervention occurred. There was no additional info provided.